Manufacturer narrative:
The incident info was provided by medical device company of the medical device that was used in the same procedure where asahi guidewire was used. The guidewire was not returned to MFR for analysis. Reportedly the physician commented that vessel tortuosity between c2 and m1/m2 was so severe, that during re-advancement of the systems up to m2 vessel perforation by the guidewire may have occurred. No other info could be obtained. Lot history review revealed no anomaly that can be considered to be relating with the reported event. All the products are inspected meeting the product specifications and shipping criteria, based on the obtained info, there is no indication of a product deficiency. Warning section of IFU describes; "always advance and withdraw the device slowly. "Observe movement of this device in the vessels. Before this device is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. "Do not push the device more than necessary to advance the tip through the narrowed part of the vessel." "Damage to a vessel, including possible vessel perforation" and "death" are described as ones of possible adverse events.

Event description:
This incident info was provided by medical device company of the medical device that was used in the same procedure where asahi guidewire was used. Pt visited the facility on (B)(6) 2012 with cardiogenic embolism at m1 and m2 middle cerebral artery (mca). Penumbra reperfusion catheters and the subject asahi guidewire was advanced to m1 and 11 min. Aspiration was performed. During attempt to advance the system to m2, the system came back to carotid artery (c2). When re-advancement of the system to m2 was attempted, perforation was observed at c2. It is reported that the pt expired on (B)(6) 2012. The physician commented that vessel tortuosity between c2 and m1/m2 was very severe, so that he had much difficulty in advancement of the system. Vessel perforation by the guidewire may had occurred during the advancement.